Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, broken shell, missing piece of the shell, opening on valve. Leak test and microscopic analysis was performed which identified: striated broken on posterior and opening crack. The leak test is not performed because the opening is extended. Based on the device analysis the final assessment is: striated broken assessed as surgical damage. A cracked valve seat diaphragm valve. Missing shell assessed as inconclusive.